Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the identity of the foreign material and a definitive root cause of the foreign material remaining in the device could not be determined. Regarding the scratch on the acoustic lens, the most probable cause of the issue is traced to component failure, which is expected or random component failure without any design or manufacturing issue. The event can be detected/prevented by following the instructions for use (IFU) which state: evis exera ii ultrasound gastrovideoscope olympus gf type uct180 chapter 3 preparation and inspection, 3.2 inspection of the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had foreign objects on the forceps elevator wire, a sticky connecting tube and universal cord, and a scratch on the acoustic lens. There was no patient involvement.